Event description:
It was reported by the physician that he was having difficulty activating an inflatable penile prosthesis (ipp) device he had originally implanted in the patient on (B)(6) 2020. The pump collapses but does not refill resulting in the cylinders not expanding. On (B)(6) 2020 a revision surgery was performed. During the surgery "various punctures similar to product wear are observed. They are not needle punctures or sharp products. It is similar to product wear along the pipeline and in some portions of the cylinders." Fluid loss was also observed from the device. The entire ipp device was explanted and replaced. Following the surgery the patient was in good health.

Manufacturer narrative:
Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has multiple leaks in proximal cylinder body that was result with sharp instrument damage; holes and tool marking were present. Cylinder 2 has a leak at the proximal cylinder body that was result with sharp instrument damage. Both of the cylinders had wear in the cylinder body. Based on the event details, implant duration and product analysis, it cannot be concluded if the sharp instrument damage occurred during implant, while implanted or during explant. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and performed within specification. Product analysis confirmed the reported event. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of "unintended use error caused or contributed to event" was chosen because the reported perforation was confirmed, and the most probable cause for the perforation was identified to be unintentional error. Based on the results of this investigation, no escalation is required.

Event description:
It was reported by the physician that he was having difficulty activating an inflatable penile prosthesis (ipp) device he had originally implanted in the patient on (B)(6) 2020. The pump collapses but does not refill resulting in the cylinders not expanding. On (B)(6) 2020 a revision surgery was performed. During the surgery "various punctures similar to product wear are observed. They are not needle punctures or sharp products. It is similar to product wear along the pipeline and in some portions of the cylinders." Fluid loss was also observed from the device. The entire ipp device was explanted and replaced. Following the surgery the patient was in good health.

Manufacturer narrative:
Additional information provided in: a1, a2, b1, b2, b5, d7, h1, h6.

Event description:
It was reported by the physician that he was having difficulty activating an inflatable penile prosthesis (ipp) device he had originally implanted in the patient on (B)(6) 2020. The pump collapses but does not refill resulting in the cylinders not expanding. The doctor has planned to do an MRI in order to detect what the defect may be. Revision surgery is going to be scheduled to replace the device.